Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device received twelve inappropriate shocks resulting in therapy exhaustion. At the time of the inappropriate shocks, the patient was fishing in a marshy area. The device was reprogrammed and remains in service. No adverse patient effects were reported.